Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable estradiol gen2 result for one patient on their e601 analyzer. The patient's initial estradiol result was 580.5 pg/ml and it was released to the physician. The initial result was not consistent with the clinical history of the patient. The physician asked the patient to return to the laboratory in order to collect a new sample to confirm the result. On (B)(6) 2014, a new sample was drawn and the estradiol result was 5.0 pg/ml. On (B)(6) 2014, a third sample was drawn and the estradiol result was 9.2 pg/ml. On (B)(6) 2014, the original sample was repeated and the estradiol result was 12.07 pg/ml. The initial result was considered to be incorrectly high. The patient was not adversely affected by this event. The estradiol reagent lot number was 173677. The expiration date was requested but not provided. There were no bubbles or foam on the reagent surface on (B)(6) 2014, and the pinch tubes were replaced following instructions.

Manufacturer narrative:
A root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were within range and a general instrument or calibration issue seemed unlikely as the cause. It was noted there were numerous alarms occurring indicating the possibility of poor sample quality.